Event description:
On 04/22/2025, it was reported by a sales representative via phone that an ar-3653ttsp knotless 2.6 fibertak® rc soft anchors repair stitch pulled out. This occurred during a rotator cuff repair where the anchor remained however the stitch couldn't be utilized.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper device surgical technique. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.